Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient has not charged the ipg in about 3 - 4 years and it was inoperable. Troubleshooting was attempted, but the ipg would not communicate. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted.